Event description:
It was reported when using the pyxis medstation es system was in disconnected mode. The customer stated that they were able to retrieve the required medication from another station or pharmacy and there was a delay in accessing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h10 update - upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. The customer informed the technical support specialist that the issue has been resolved. The system functioned as intended after troubleshooting the device.